Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. The indications for use was non-malignant pain. It was reported that the patient stated when they were trying to bolus the handset lagged at 90% for a really long time, and then they hit deliver bolus and it lagged again at 90%. The patient stated it took over a half hour to get the bolus to deliver and they were "in a lot of pain". The manufacturer's patient services specialist (pss) reviewed the lag at 90%. The patient stated that they has the external devices from the previous pump and was wondering if they could use that one. Pss reviewed the handset from the previous pump was not compatible with the current implanted pump. While on the call, the patient was able to connect to the pump and request/receive bolus. The patient will call back if he needs further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.